Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. A visual inspection found cracks in the tail pins of the ultrasonic sensor. The upstream occlusion alarms were verified through a review of the event history log and found to be caused by cracks in the ultrasonic sensor tail pins. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported under infusion could not be reproduced during the device evaluation. Evaluation tested flow accuracy with passing results. The device was determined to meet all product specifications related to the reported event. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms and under infused during testing. There was no patient involvement. No additional information is available.